Manufacturer narrative:
This device is included in the medical device correction, "potential lead damage associated with the dbs lead cap", educational brief/physician communication ((B)(6) 2013).

Manufacturer narrative:
Final device analysis of the lead cap revealed the following: the connector block was twisted in the molded rubber. A known good lead was inserted into the lead cap. Holding the connector block and using the returned wrench, the connector block twisted when turning the wrench. Final device analysis of the wrench revealed the following: no anomaly found.

Event description:
It was reported that during an implant procedure, it was observed by the physician that the set screw housing was twisted on the single lead contact of the lead after the lead cap had been removed. The physician then completely removed the set screw in the lead cap and, after several attempts, used an 18 gauge needle to work the screw housing back in alignment with the lead. Impedances on the lead were then measured and were within normal range. The lead cap was returned to the manufacturer for analysis. The patient outcome was reported as recovered without sequelae. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_wrench_acc, product type accessory; product ID neu_leadcap_acc, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 3389s-40, lot # unknown, implanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.